Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen of this programmer became unresponsive, and the response time gradually became longer. Rebooting the programmer did not fix it. The programmer is still usable, and the routine follow-up was completed. The field representative checked the programmer in their office but could not reproduce the reported allegation. Still the programmer was sent for repair for safety purposes. No adverse patient effects reported. Field observation of unresponsive touchscreen or delayed response was not confirmed. Touchscreen operated as intended and exhibited no such behavior. Despite analysis findings, the investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.